Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient with bigeminal ventricular tachycardia rhythm had one episode where the device detected the rhythm as t-wave oversensing and withheld therapy inappropriately. The device remains in use. No patient complications have been reported as a result of this event.